Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging internal wires. The cause of the test failure is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not complete a baseline ECG recording. Upon evaluation, the r781 resistor was open. The cause of the inability to complete a baseline recording is the open resistor. The root cause of the open resistor cannot be positively identified, but the damage is consistent with external defibrillations. There is no indication that the damage caused or contributed to the patient's death. The patient was in a non-treatable life-sustaining rhythm at the time the device was shutdown. The damage likely occurred during the reported resuscitation efforts.

Event description:
During servicing of a monitor and electrode belt, which were returned for investigation into a patient's death, a reportable problem was found. The monitor and electrode belt failed incoming testing.